Manufacturer narrative:
Initial foreign postal code and foreign phone number (B)(6). A visual inspection of each device confirmed the reported breakage. Due to the anchors condition a dimensional assessment is prohibitive. The first suture has been deployed and is wrapped around the inserter shaft. The anchor was broken roughly mid-point of its length. The suture remains within the handle and has not been deployed. The anchors distal end has broken off. Both anchors are missing pieces of their threads. Clinical details were provided that axial alignment was not maintained which likely led to that devices breakage. It was also reported that the patient had hard bone. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery two anchors were broken. One anchor was out of the alignment during the insertion. The surgeon removed the inserter and then pulled the anchor. It broke when it was pulled out from the site. The other anchor was broken during insertion. No patient injury or other complications were reported.